Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer had blood glucose levels of 400mg/dl. It was also reported that the insulin pump was not working properly had a frozen display and it was making a humming noise. No troubleshooting occured. No significant event leading up to the incident was mentioned.